Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500 , model: sc-2366-50, serial: (B)(4), batch: 15313185.

Event description:
It was reported that the patient experienced inadequate pain relief due to lead migration. The patient underwent a lead revision procedure where additional leads were implanted and the migrated leads were disconnected but remain in situ. The patient was doing well post-operatively.